Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a lung resection, the device jaws could not be re-opened and the knife blade did not retract after the tissue had been sealed. The jaws were removed manually and oozing of less than 200cc blood occurred. There was no patient injury. Another device of the same type was opened and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). One used lf1520 received for evaluation and visual inspection found no defects. The customer reported that the knife blade would not retract once it ran after sealing. The physician tried to retract the knife blade but the jaws would not open. The reported condition was not confirmed. Investigation found that the jaws were latched closed but was not locked when received. The jaws and seal plate were clean with no residual tissue or blood. The device was activated on simulated tissue and the jaws released normally. The handle was latched and unlatched without difficulty. The knife cut of the device was tested on a silicone test strip with acceptable results. The blade moved smoothly in the knife track. The trigger retracted to home position when the latch was released. The investigation found the device to function normally. The IFU instructs the user to open the jaws by pushing forward on the handle. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.